Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material on the forceps channel and stickiness on the right and left knob is likely the result of insufficient reprocessing. The likely cause of the burnt plastic distal end cover is due to component failure due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the service center identified foreign material on the forceps channel port, burn marks on the plastic distal end cover, and stickiness on the right and left knobs. There was no patient involvement.